Event description:
It was reported that the mentioned device is damaged. A back-up was used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken coupling could be confirmed. Based on the investigation, the root cause high axial forces were attributed to a user related issue. The investigation of the returned device revealed that a hitting of the handle took place. The visual inspection showed dents which are most likely hitting marks. If high axial forces are applied to the handle this can cause dislocation of the spheres inside the mechanism subsequent a dislocation of the sleeve follows. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that the mentioned device is damaged. A back-up was used.